Event description:
The biomedical engineer (bme) reported that on 07/20/2021 the patient data recording at about 1930 hours disappeared at both the remote network station (rns/crc) and the central nurse's station (cns) in the icsu - 3 north department, affecting all 32 monitored bedside monitors (bsms). The issue continued to occur, and the cns was only saving approximately 3 hours of patient data. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on 07/20/2021 the patient data recording at about 1930 hours disappeared at both the remote network station (rns/crc) and the central nurse's station (cns) in the icsu - 3 north department, affecting all 32 monitored bedside monitors (bsms). The issue continued to occur, and the cns was only saving approximately 3 hours of patient data. No patient harm was reported. Investigation summary: the device logs were sent in for analysis. The log analysis of the cns found evidence of hard drive corruption as well as possible data corruption that may have contributed to the reported issue of data loss. It was confirmed there was a log indicating a forced shutdown. A raid error was noted to be generated following that. Therefore, it was supposed that the review data could not be reviewed because the data that was saved on the hdd was corrupted due to a forced shutdown. Sudden power surges or outages can interrupt the normal writing or reading process on a hard drive, leading to data corruption. This is especially true if the drive was in the middle of a critical operation. Accidentally performing actions like forcibly shutting down the system while data is being written or modified, or improperly ejecting an external drive, can cause corruption. Like all physical devices, hard drives degrade over time due to wear and tear. As a drive ages, its components may become less reliable, increasing the risk of corruption. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that on 07/20 around 1930 last night the data was showing for the patients. Later in night, the data at 1930 was no longer there, and it acted like no data was recorded for the patients. This is occurring for all patients on this crc (the new rns-6800 series). He said the issue keeps occurring, and it's only saving the data for 3 hours. They went to look at the central nurse's station (cns) that was locally filing these devices and found that this issue was happening there, too. The customer stated that the issue is affecting just the one department (icsu - 3 north), but it is affecting all 32 beds they were monitoring. They are still having issues with this unit that they are dropping every hour. They performed a hard reboot and the issues were resolved, but they noticed that the data prior to 8 hrs is disappearing. They were also having unrelated issues with some of the beds not allowing them to change settings on them. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that on 07/20 around 1930 last night the data was showing for the patients. Later in night, the data at 1930 was no longer there, and it acted like no data was recorded for the patients. This is occurring for all patients on this crc (the new rns-6800 series). He said the issue keeps occurring, and it's only saving the data for 3 hours. They went to look at the central nurse's station (cns) that was locally filing these devices and found that this issue was happening there, too. The customer stated that the issue is affecting just the one department (icsu - 3 north), but it is affecting all 32 beds they were monitoring. They are still having issues with this unit that they are dropping every hour. They performed a hard reboot and the issues were resolved, but they noticed that the data prior to 8 hrs is disappearing. They were also having unrelated issues with some of the beds not allowing them to change settings on them. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.